Event description:
It was reported that a malfunction occurred with the customer's insulin pump, displaying a malfunction code. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, thus there was no adverse impact on their blood glucose level. The customer planned to use a backup insulin pump or multiple daily injections as a backup therapy to maintain insulin delivery. Technical support informed the customer that a replacement pump with updated software would be sent, along with available training. Instructions were provided to put the malfunctioning pump into storage mode and return it to tandem using a pre-paid label. The customer acknowledged and understood the instructions and arrangements.